Event description:
The pump and catheter were returned with no information.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found a slight tear in the seal material of the sc connector near the guide ring.